Manufacturer narrative:
The device passed the self test and the displacement test. No unexpected pump error 63 and pump error 53 alarms noted during testing however, pump error 63 and pump error 53 alarms was found in the formatted history file due to moisture damaged to the electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple pump error alarms. The customer¿s blood glucose level was 76 mg/dl at the time of incident. Customer also reported that the insulin pump had battery failed alert. Customer was unable to clear the alarms. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.